Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was off. Device alarmed a battery out limit alarm after a battery change. Customer's blood glucose was 256 mg/dl. Customer declined troubleshooting for the blank display. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.